Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device - 2 years, 7 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced recurrent onset of ventricular tachycardia and ventricular fibrillations requiring multiple an implantable cardioverter-defibrillator (ICD) shocks. The log file was submitted. The manufacturer¿s technical services representative reviewed the submitted logs and did not observed any evidence that the ICD shocks interrupted pump support to the patient. Nor did the ICD shocks damage any of the mcs equipment. No other unusual events noted. On (B)(6) 2018, it was reported that the patient was doing well. Etiology of arrhythmias was unknown. The patient was started on anti-arrhythmics. There were no pump problems noted. No further information was provided.